Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform stapler instrument and grey reload associated with this complaint and completed investigations. The instrument was placed and driven on the in-house system and passed initialization. The instrument passed the recognition and engagement tests on multiple attempts. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was successfully fired with sf grey 45 reloads two consecutive times. One of the deployed reloads was returned along with the stapler. Visual inspection was performed confirming damage to the wrist cover. Additionally, the instrument logs were thoroughly examined, indicating no instances of engagement, initialization or recognition failures associated with the instrument. The instrument was fully functional. Additionally, the instrument was found to have the wrist cover torn at the distal end. There is no material missing. The sureform 45 grey reload was found unused and returned along with the sureform curved stapler 45. The reload was effectively deployed using the specific stapler, demonstrating no complications. The staple line and cut were both clean, devoid of any deformities or abnormalities. Additionally, a comprehensive examination of the reload was carried out uncovering no further issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler instrument was locked in a rotation and could not be released from the arm. The instrument could no longer be opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: a sureform 45 grey reload was involved with the reported event. The surgeon experienced clamping issues prior to firing the reload. An unclamping failure occur after firing the reload. There was no unexpected tissue removal/bleeding.